Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (primary UDI number). Upon review, the section d primary UDI number and brand name have now been updated.

Manufacturer narrative:
D1: updated the brand name.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue is most likely a calibration issue, however, no product was returned and the more proximal cause of this cannot be established.

Manufacturer narrative:
This follow up report is being submitted to document additional information received. D6b has been updated to include the explant date. The patient survived the explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, the placement signal of the impella 5.5 did not correlate with the peripheral radial or femoral arterial line by more than 20 mmhg. It was reported that the impella 5.5 was implanted via the direct aortic approach, replacing a previously implanted impella cp. It was noted that standard best practices were followed, including confirmation of device placement using echocardiographic guidance and waveform tracings consistent with expected flow parameters. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
Corrected information has been provided in e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report.